Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0506 captures the reportable code of bleeding. Patient code e2015 captures the injury to the rectum and artery. Impact code f1901 captures the reportable code of additional surgery for rectum and artery repair.

Event description:
It was reported that during a sacrospinous ligament suspension procedure using a capio slim device, the cage did not catch the dart despite several attempts. Two more capio slim devices were opened, and the same problem occurred on multiple attempts at suturing. On a later attempt, the physician pressed harder while trying to actuate the device. This caused the device to inadvertently hit the rectum and artery, resulting in bleeding and requiring surgical repair of both the rectum and artery. The procedure was completed using another capio device. This report captures one of three devices that pertain to the same event (MFR report # 2124215-2024-78070, MFR report # 2124215-2024-78072, and MFR. ).